Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a scheduled review showed this device recorded two atrial tachy response (atr) episodes on the same day that exhibited oversensing of noise on the right atrial (ra) lead. The atrial trend data shows that the measurements are stable and in range. Technical services were consulted and advised the physician with the scheduled review update. This device remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative is unable to provide any additional details regarding this event. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that a scheduled review showed this device recorded two atrial tachy response (atr) episodes on the same day that exhibited oversensing of noise on the right atrial (ra) lead. The atrial trend data shows that the measurements are stable and in range. Technical services were consulted and advised the physician with the scheduled review update. This device remains implanted and in service. No adverse patient effects were reported.